Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the pre-procedure gradient was 3mmhg. An ntw clip was inserted and advanced under the valve. However, while attempting to grasp, it was observed the posterior gripper was not lowering. Troubleshooting was performed, but the issue continued to occur. Therefore, the device was not implanted and was removed. An ntw clip was inserted and grasping was performed. However, mr did not reduce and the gradient increased to 6mmhg. Therefore, the physician decided to remove the clip and discontinue the procedure. No clips were implanted, mr remains at 4 and the gradient returned to baseline. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult gripper actuation. There is no indication of a product issue with respect to manufacture, design, or labeling.